Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluated by manufacturer: during visual examination, minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect and 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 2 had a cut of approximately 10mmx6mm; leaflet fragment was not returned. X-ray demonstrated wireform distortion around leaflets 2 and 3. Further investigation is being performed. When investigation is complete, a supplemental will be submitted. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately two months, was explanted due to unknown reasons. The explanted device was replaced with an edwards 25mm valve.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, the device was explanted after an implant duration of two months and minimal information regarding this explant was provided. Attempts to get additional information regarding the reason for the explant, patient's medical history, or possible comorbidities have been unsuccessful. Based on the available information, the root cause for the procedure cannot be confirmed. If new information becomes available, a supplemental report will be filed.